Manufacturer narrative:
Patient underwent an entire percutaneous lead replacement on (B)(6) 2020 (MFR # 2916596-2018-02511). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that device alarmed for a pump stop alarm on (B)(6) 2020. When patient was put on patient cable patient immediately had low flow alarms. They put him back on batteries and an orange ungrounded cable was used. The pump stop was suspected to have caused due to short-to-shield. Since patient underwent an entire percutaneous lead replacement on (B)(6) 2018 (MFR # 2916596-2018-02511), another repair was not possible. Patient was listed as status 3 heart transplant candidate. A pump exchange will be avoided. Patient was being monitored. No further information was provided.

Manufacturer narrative:
Section g3, h4: correction manufacturer's investigation conclusion: analysis of the submitted log files confirmed low speed events and a brief pump stop while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6)2020 at 09:44pm through(B)(6)2020 at 11:44am. The pump speed did not drop below the low speed limit from the beginning of the file until (B)(6)2020 at 10:27:22 pm. At this time, the pump speed was captured at 6750 rpm (2050 rpm below the low speed limit) and the low speed advisory alarm was active. This event was followed by a brief pump stop. These events were associated with low speed advisory, low speed hazard, and low flow hazard alarms. The events appeared to occur while the patient was supported by the power module. It should be noted that the center reported that the patient was connected to a patient cable at this time. No additional atypical events were captured throughout the file. The center reported that the rn went to put the patient on a patient cable for the night and low flow alarms immediately occurred. Looking in the history a pump stop was observed. They put the patient back on batteries and the vad coordinator instructed to get an orange ungrounded patient cable to use. Review of the patient¿s complaint history found one prior related event, in which the patient underwent two external driveline replacements due to pump stoppages. The repairs were performed on 13jun2018 and 18jun2018. The previous event of suspected driveline wire compromise could not be confirmed through the evaluation of the returned portions the driveline. On (B)(6)2020 it was reported that the patient will not undergo another driveline replacement. The patient will remain on an ungrounded patient cable. No additional alarms have been reported. The patient remains ongoing on heartmate ii lvas, serial number(B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed advisory and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.